Manufacturer narrative:
The device has been received by (B)(4).  The investigation is still in process.  When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a "bent drive shaft". The device was not being used during surgery. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.